Manufacturer narrative:
At the time of this report, mentor has received no information regarding the explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported via medwatch number: mw5094028 that a female patient who underwent an unspecified breast surgery with two 300 cc unknown mentor gel breast implants has experienced unexplained systemic symptoms postoperatively, including heart palpitations, anxiety, depression, rash, fatigue, thyroid issues, adrenal fatigue, brain fog, blurred vision, elevated cortisol levels, low vitamin d levels, and low b12 levels. Patient consulted a dermatologist for rash, and it did not resolve after six months of treatment. In addition, patient reported taking medications for thyroid. Patient is planning for an explantation in the fall of 2020, but at the time of this report, mentor has received no information regarding the exact explantation date. This medwatch report is for the second of two implants.